Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis found no evidence of any product abnormalities. All testing completed on the device passed; therefore, no problem was detected.

Event description:
It was reported that this device was explanted and replaced for an unknown reason. This device was exchanged for a device of a different model. No adverse patient effects were reported. This device was received for analysis.